Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered five inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr) in the ventricular fibrillation (vf) zone. No additional adverse patient effects were reported. This device remains in service.